Event description:
It was reported by the patient that she underwent a sling procedure on (B)(6) 2008. Since the procedure, the patient has experienced extreme urination problems. For one and a half years, the patient has had extreme pain and burning on urination and now has to use a closed catheter system to urinate. The patient also complained of a lot of fluid retention and recurrent bladder infections that were almost back to back for over one year. The patient also has extreme lower back pain from kidney infections and bladder spasms. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition a review of the manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.